Manufacturer narrative:
Investigation is pending.

Event description:
During a plif revision surgery performed at the pt's request, the driver tips bent when the surgeon was removing the screws. The surgeon had to cut the rods in order to remove the screws. The surgery was extended by 40 mins.